Event description:
Boston scientific received information that myopotential oversensing of noise was reported on this atrial lead and on the shock channel. Mode switching was also present due to this noise. Technical services discussed possible causes and advised further evaluation of the lead. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.